Event description:
It was reported that a patient experienced hypotension, cardiac perforation and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. A pericardial effusion was observed on the intracardiac electrogram (ice) as the physician attempted to advance the catheter into the coronary sinus (cs). After this, the patient's blood pressure dropped, and a pericardiocentesis was performed and the procedure was aborted. The patient was reported to be in stable condition. It was believed that the wire perforated the cs. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.